Event description:
Event description boston scientific crm received information that this right ventricular lead dislodged. In a lead revision procedure, the lead was explanted and replaced with a new lead. No adverse patient effects were reported.